Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor. The caller was calling to ask about MRI eligibility and stated the patient would like the device removed because it didn't work anymore. Caller was unable to clarify it not working. No patient symptoms were reported.